Event description:
An angio-seal was selected for use following a percutaneous coronary intervention (pci). A pre-deployment angiogram was performed which confirmed the artery was suitable for use of the angio-seal. The following day, the pt experienced symptoms of ischemia in the right leg. The pt was treated with anti-coagulates initially, but required vascular surgery for removal of the angio-seal which was reported to have thrombus attached upon removal. The pt recovered and was discharged home. The rehab nurse has spoken with the pt post discharge, and there were no further complications.

Manufacturer narrative:
No product was returned. Review of the device history record confirmed this lot met mfg requirements prior to shipment. Based on the info provided to st. Jude medical, the cause of the reported incident could not be conclusively determined. The angio-seal device instructions for use (IFU) cautions, should ischemic symptoms appear, treatment options include thrombolysis, percutaneous extraction of the anchor or fragments, or surgical intervention.